Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 37-year-old female patient who had essure (batch no. D40622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: reporter¿s information was updated, and a new reporter was added. Patient¿s information was also updated, and essure lot number was provided. The event medical device removal was replaced by the event pelvic pain, and the events device dislocation, uterine perforation, fallopian tube perforation, perforation of organs, abdominal pain, back pain, genital bleeding, pregnancy with essure, device ineffective, allergic reaction, auto-immune reaction, headache, fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), perforation ("perforation of the other organs"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive bleeding") in a 37 year-old female patient who had essure inserted (lot no. D40622) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure and endometrial ablation performed concomitantly "). The patient had a medical history of hypoglycemia, difficulty breathing (codeine allergy), overweight, dysmenorrhea, heavy periods, parity 4, multi gravida, shoulder operation, anaphylaxis, shoulder operation, tonsillectomy, irritable bowel syndrome, anxiety, vision loss, asthma, fibromyalgia and abnormal uterine bleeding. She is a nonsmoker and does not abuse alcohol. Previously administered products included: mirena, oral contraceptive nos, trazodone and elavil. Past adverse reactions to the above products included: breakthrough bleeding with mirena. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage (seriousness criterion intervention required), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopy hysterectomy and bilateral salpingectomy and novasure endometrial ablation). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.443 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: this study shows both fallopian tubes are successfully blocked with no filling of these tubes and no peritoneal spills [pathology test] on 16-dec-2016: source of specimen: uterus and cervix, bilateral tubes gross description: note there is an essure coil present within the left fallopian tube and inserts into the anterior/superior serosal surface. The posterior myometrium is up to 1.4 cm in thickness. The posterior myometrium is serially sectioned and contains no intramyometrial masses. The right fallopian tube does not contain an essure coil and is grossly unremarkable. Diagnosis: uterine cervix with no significant histopathologic abnormalities. Uterine corpus with ablated endometrium. Bilateral fallopian tubes with no significant histopathologic abnormalities. [Ultrasound pelvis] on (B)(6) 2015: findings: the endometrial stripe measures approximately. 2.4 mm in diameter. This is within normal limits. Within the lower uterine segment, there is a small simple appearing focal collection of fluid identified within the endometrial cavity. No increased vascularity is identified within the endometrial cavity. The ovaries demonstrate a normal appearance. No suspicious adnexal mass or fluid collection appreciated. Impression: scant simple-appearing free fluid within the endometrial cavity as described. No uterine mass appreciated. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 08-may-2024: medical record received. New event medical device monitoring error added. Lab data (surgical pathology report) added. Medical history, concomitant conditions added. New reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of the other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 37-year-old female patient who had essure (batch no: d40622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: updated quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 37-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.